Event description:
Description of event according to initial reporter: upon deployment, the secondary struts were malformed and bunched up at the hook end. They had to retrieve the filter and placed a second filter successfully. Femoral access for access, jugular access for retrieval but while the patient was still on the table. Access site was right femoral vein, no anatomical variance noted. Patient outcome: the complaint did not report any adverse effects to the patient due to this occurrence.